Manufacturer narrative:
Medwatch form: mw5148474 attached investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
User facility medwatch report mw5148474 received that states "the patient underwent a 19mm trifecta pulmonary valve replacement on (B)(6) 2015 for tetralogy of fallot. In (B)(6) 2019 the patient developed severe pulmonary stenosis and insufficiency requiring a balloon valvuloplasty. Then in (B)(6) 2021 the patient re-developed pulmonary stenosis requiring another balloon valvuloplasty. In (B)(6) 2023 the patient had to undergo a third balloon valvuloplasty for redevelopment of pulmonary stenosis. During the valvuloplasty it was noted that the heart valve was at 17mm. The patient does have severe insufficiency with fixed leaflets of her bioprosthetic valve, her valve true ID is 17mm and cannot be expanded or fractured. The patient now has severe pulmonary insufficiency, dilated right ventricle and exercise intolerance. The team has discussed her case and the next intervention will need to be surgical valve replacement due to the size constraints of the valve." It was reported that on an unknown date in 2015, a 19mm trifecta pulmonary valve was implanted to treat a case of tetralogy of fallot. In 2019, the patient developed severe pulmonary stenosis and pulmonary valve insufficiency. A balloon valvuloplasty was performed. In 2021, the patient re-developed pulmonary valve stenosis requiring another balloon valvuloplasty. In 2023, the patient underwent a third balloon valvuloplasty due to pulmonary valve stenosis and severe insufficiency. The leaflets of the trifecta valve were described as fixed. During this third valvuloplasty the valve was measured to be 17mm. Due to the valve true ID being 17mm, it could no longer be expanded so surgical replacement of the valve is planned. The patient has severe pulmonary insufficiency, dilated right ventricle, and exercise intolerance. No additional information was provided.

Manufacturer narrative:
An event of redevelopment of severe pulmonary stenosis and severe insufficiency was reported. Information from field indicated that the patient underwent a third balloon valvuloplasty due to pulmonary valve stenosis and severe insufficiency and the leaflets of the valve were described as fixed. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Please note that per the instructions for use, "valve size selection is based on the size of the recipient annulus and the anatomy of the sinotubular junction. Implantation of an inappropriately large bioprosthesis may result in stent deformation, valvular incompetence, and/or damage to the surrounding tissues. Do not oversize the valve. If the native annulus measurement falls between two trifecta¿ valve sizes, use the smaller valve size. Use only the model tf2000 sizer set for sizing a trifecta¿ valve."h6 health effect - clinical codes: codes 2024, 4452 and 1816 were removed h6 health effect - impact code: code 4641 was removed h6 medical device problem code: codes 4066, 2507 and 4068 were removed

Event description:
A medwatch form was received by abbott on 19 december 2023: user facility medwatch report mw5148474 received that states "the patient underwent a 19mm trifecta pulmonary valve replacement on (B)(6) 2015 for tetralogy of fallot. In (B)(6) 2019, the patient developed severe pulmonary stenosis and insufficiency requiring a balloon valvuloplasty. Then in (B)(6) 2021 the patient re-developed pulmonary stenosis requiring another balloon valvuloplasty. In (B)(6) 2023, the patient had to undergo a third balloon valvuloplasty for redevelopment of pulmonary stenosis. During the valvuloplasty it was noted that the heart valve was at 17mm. The patient does have severe insufficiency with fixed leaflets of her bioprosthetic valve, her valve true ID is 17mm and cannot be expanded or fractured. The patient now has severe pulmonary insufficiency, dilated right ventricle and exercise intolerance. The team has discussed her case and the next intervention will need to be surgical valve replacement due to the size constraints of the valve." It was reported that on an unknown date in 2015, a 19mm trifecta pulmonary valve was implanted to treat a case of tetralogy of fallot. In 2019, the patient developed severe pulmonary stenosis and pulmonary valve insufficiency. A balloon valvuloplasty was performed. In 2021, the patient re-developed pulmonary valve stenosis requiring another balloon valvuloplasty. In 2023, the patient underwent a third balloon valvuloplasty due to pulmonary valve stenosis and severe insufficiency. The leaflets of the trifecta valve were described as fixed. During this third valvuloplasty the valve was measured to be 17mm. Due to the valve true ID being 17mm, it could no longer be expanded so surgical replacement of the valve is planned. The patient has severe pulmonary insufficiency, dilated right ventricle, and exercise intolerance.